Event description:
It was reported post implant of a laparoscopic adjustable band, the patient came in for an adjustment, the nurse practitioner stated they could feel the port easily but could not find a soft area. It was only hard, not as big as usual and it was odd shaped. The patient was taken down to fluoroscopy and the practitioner noted the port was tipped up about 90 degree. Looking back at film from the fluoroscopy, the practitioner did not see the tube anywhere in the film. The tube appears to be disconnected. The patient was complaining of abdominal pain. The port was replaced.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.